Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to a lab result, within 10 minutes: 12.8 mmol/l (meter) and 6.3 mmol/l (lab). The suspect device cannot be returned for legal and customs issues.